Manufacturer narrative:
One opened/unused device (list #886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip; lot #4975464) was received for evaluation. An image was provided by the customer showing the area of the defect. During visual inspection, the 12.5" pressure tubing was found separated from the female luer. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the tubing not being fully cured during assembly process. The lot history was reviewed and there were no issues noted.

Manufacturer narrative:
The device has been received and is pending investigation.

Event description:
The customer reported an issue with a transpac IV monitoring kit. The proximal tubing to patient was found disconnected from the 3-way stopcock when the package was opened. There were no other physical defects observed. There was no patient involvement and no patient harm.